Event description:
It was reported that the patients inflatable penile prosthesis (ipp) has not been working for a couple of years. The patient was unable to pump the device due to fluid loss and damage. Ipp was successfully explanted, however the reservoir was drained and retained within the patient. A new ipp was implanted. There were no patient complications reported.